Event description:
It was reported that the patient's right ventricular (rv) pace/sense lead had low pacing impedances. The lead was capped and a new lead was implanted. There were no patient complications reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.